Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that while "the patient was undergoing plastic surgery, the foley catheter failed to drain out the urine after it was inserted into the patient and the damage to the urinary bladder was noted. It was found that the obstruction of drainage appeared noticeable if it was injected more than 5ml water into the balloon. No impact of injury to a person or damage."